Manufacturer narrative:
The device mechanism is expected to be returned for investigation. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported during routine testing at the user facility, a 321 (motor error-pcm, left) malfunction alarm code was noted. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, a s321 malfunction alarm code was noted in the device history. No additional information was provided.